Event description:
It was reported that the user primed the ilet infusion tubing while the infusion set was connected to the body, delivering approximately 30¿40 units, then powered the ilet off; the user experienced a subsequent low glucose. The user fell asleep before reconnecting which then led to high glucose after overnight shutdown and later required assistance reconnecting the continuous glucose monitor (cgm) to the ilet. Symptoms included hypoglycemia and hyperglycemia ranging from 40 mg/dl to 400 mg/dl. Outcomes included transient hypoglycemia treated with oral carbohydrates and subsequent hyperglycemia after prolonged device shutdown. Investigation included troubleshooting and user education regarding proper priming technique, cgm reconnection, and expectations for glucose values after device downtime. Investigation of this case revealed user error related to infusion set and cartridge handling during priming while connected, with the device and components functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user technique error.